Event description:
Caller reported blood glucose results of 11 mg/dl, 51 mg/dl, 102 mg/dl, and 338 mg/dl on the compact plus system within 10 minutes. Reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.